Manufacturer narrative:
Vyaire file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and was not able to duplicate the reported issue. All worked in accordance with the avea service manual revision g.est (extended systems test) and performance check were done and all passed. The unit is operational and meets OEM (original equipment manufacturer)specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator volumes are not displaying correctly in assist control (ac) mode. Furthermore, there is no patient associated with the reported event.